Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for one day. Due to the event, the patient's blood glucose level was 31mmol/l and was treated with insulin administration via both pen and pump. No further information available.